Event description:
Patient's mother reported that shower kit that they have is not working as intended. Pt's mom is requesting 5x5 patches, 2x2 tagaderm 2x2 gauze. No missed dose or adverse events reported. Unknown if available for return. No further information provided.